Event description:
It was reported that the ventilator generated an unspecified technical error code. Patient involvement is unknown. Manufacture's ref. #: (B)(4).

Event description:
Manufacture's ref. #: (B)(4).

Manufacturer narrative:
It was reported that device generated unspecified technical error code. Identification of issue has been done by analyzing problem description. There was no patient harm. It has been confirmed with subject matter expert that reported technical error code does not exist. The solution to the issue is unknown and is not possible to know which parts have been found defective. It has been decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event (no logs or no information about faulty part at the time of taking the decision was available). The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/02/2017, corrected manufacture date: 05/31/2017, #h8 usage of device: previous usage of device: unknown, corrected usage of device: reuse h3 other text : 4117.